Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact to the customers blood glucose level. The customer resolved the issue by filling the tubing in the load menu and resuming insulin delivery.